Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemostasis leak could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure a blood leak occurred. Following sheath advancement into the left atrium a lasso catheter was inserted and pulmonary vein isolation was started. During vein isolation a blood leak was noted from the hemostasis valve of the sheath. The sheath set was removed and replaced to continue the procedure. There were no adverse patient consequences.